Event description:
It was reported that customer's insulin pump had a blank display. Customer's blood glucose was unknown. Customer uses energizer batteries. The device or the battery compartment is not damaged or corroded. Customer removed the battery for ten minutes, cleaned the contacts, and reinserted a new one. The display did not return. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.